Manufacturer narrative:
Date of birth: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03790. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned. A 24mm watchman ® laa closure devices & delivery system (wds) was advanced. The closure device was deployed in the laa. Transesophageal echocardiogram (tee) and fluoroscopy revealed that a perforation with pericardial effusion occurred. This likely was caused by the feet of the device during unsheathing. The patient¿s vitals did not change and the effusion was not large enough to drain at that point. The device was released and the patient was ultimately transferred to recovery. After approximately one hour in recovery, the effusion had increased and pericardiocentesis was performed. No further complications were reported and the patient condition was fine.